Event description:
Note: the dl2000 data management system is substantially equivalent as the remisol2000 data management system. For the purposes of this event, beckman coulter will consider dl2000 and remisol2000 the same. A customer contacted beckman coulter regarding a falsely low ammonia result reported by the data management system (e.g., remisol2000). A pt sample was tested for ammonia and a result of "<5umol/l" was reported by the data management system. A fresh sample was collected from the pt and tested for ammonia; an "elevated" result was obtained. After obtaining the "elevated" result, the customer diluted the original sample 1:5 and then re-tested for ammonia. The repeated ammonia result was ">400umol/l". Based on available information, the pt was not adversely impacted by the false low ammonia result obtained in this event.

Manufacturer narrative:
The event was reviewed and it was determined the issue was caused by an incorrect rule configuration: the rule had been configured to change any result containing a "dl" (dynamic low) flag in the result error field to "<5umol/l". The instrument generated and transmitted multiple flags to the remisol2000, including the "dl" flag. The remisol2000 recognized the "dl" flag and interpreted the result according to the rule configuration. The customer was advised on how to make correction to the rule configuration. The customer corrected the rule and confirmed that the rule is working as desired. An incorrectly configurated rule at the data management system is the root cause for this event.